Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limit in block e1 telephone number : (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has broken display. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1( event site telephone), g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The fse stated that top lcd display was cracked along with the outer display top cover. The upper bracket frame was bent. The fse replaced the upper display bezel, top lcd display, the upper lcd bracket frame, the display top cover assembly with tape kit, and the upper display monitor pcb. The fse stated that the malfunction was caused by customer abuse of the unit. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer and cleared.